Event description:
The doctor reports that the mount is locked to the implant. The doctor indicates that the procedure was not concluded with the placement of another implant. The affected dental position is #36.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3 short external hex parallel walled implant with dcd, 5mm(d) x 5mm(l) (bnes505) and mount were returned for investigation. Visual evaluation of the as returned products identified signs of use. The devices were attached to each other (although the screw was not). Functional testing was conducted. The devices could not disengage from each other. Pre-existing patient conditions, tooth location, x-ray, and implantation duration are not relevant to this investigation. DHR review for the lot (2021120123) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021120123) for similar events (complaint category keywords: does not disengage) and no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.